Event description:
Customer was admitted to hosp pain in belly radiating up into shoulders. Customer also had nausea. Customer did not check their blood glucose prior to going to the hospital. Customer was at 474 at the time and did not do a site change prior to leaving to the hosp. Customer states site removed from body had a straight cannula and no blood. The site was not painful. Spouse of customer indicated md suspects a bacterial infection as the cause of the high blood glucose. Md requested pump be tested. Unable to perform hp test due to lack of clamp. Ran self test and 7.2 test and pump passed.